Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: external ref # (B)(4). Material no: unknown batch no: unknown it was reported that clinician encountered leakage of non-hazardous drugs while using the bd phaseal¿ optima protector (p20-o) for administering parenteral drugs. Verbatim: clinician experienced: leakage bd phaseal optima protector between protector/injector did not result in harm please see attached excel sheet for additional information.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided.